Event description:
It was reported that the user experienced prolonged hyperglycemia after changing pump supplies, with no odor or moisture suggestive of a leak, and attempted to deliver additional insulin by using the fill-tubing function, which did not reduce glucose levels. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no use of backup therapy beyond the attempted fill-tubing insulin, and no ketone testing. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.